Manufacturer narrative:
Additional information was added to b5 and h6: b5: the infusion was supposed to last 1 hour but lasted for approximately 1 hour 45 minutes. The actual volume to be infused was 500 ml but the actual volume infused was 90 ml. There was an alarm. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused lactated ringers (lr). The device was programed to infuse a 1000ml bag of lr with a volume to be infused (vti) of 500ml. The pump alerted the infusion was completed; however, displays only 240ml was infused. Furthermore, allegedly the pump was ¿left on pause¿ then a covering nurse restarted the pump without programing a new vti. When the original nurse returns, the vti displayed 974ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Two short, simulated therapies were performed at a rate of 1000ml/hour with a with a volume to be infused (vti) of 500ml and at a rate of 50ml/hour with a vti 25ml and no issues were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Preventive maintenance testing required to be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.